Event description:
At 6:15am the fire/safety specialist responded to ward and checked a diagnostic ultrasound model 2500 bladderscan unit that had caused an employee to receive an electrical shock. The employee had been taken to the ER for treatment. At 6:20am the fire/safety specialist found the piece of equipment in question in the corridor outside of the nurses station. There were signs of physical damage to the power transformer for this bladder-scan unit. The unit was immediately removed from service and taken to bio-medical engineering for investigation. Biomedical engineering found that the power transformer -battery charger- had failed. The 120v power plug socket in the power transformer had come loose and shorted the unit to ground on the printed circuit board. The power transformer is an ault inc. Switching power supply, model u102dka0700f61.